Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a loose cable. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test based on the logs and jaws not to open and close properly. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the blade would not return. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. Sealing/cutting was being performed when the issue occurred. No delayed sealing, no insufficient sealing, no issues with cauterizing. No other issues than blade would not return. The vessel sealer worked however it is unknown for how long. No errors occurred. Audible signals were heard and the seal cycle completed with tones. Tissue effect was observed. No tissue was cut that was not fully sealed. The jaws did not contact any objects when the issue was reported. No unexpected bleeding. The surgeon believes that the blade being stuck in the out position was the issue. The instrument was returned to isi for analysis.